Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic was torn in the injector. The lens was removed without any patient injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic was torn off and part of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determine. It should be noted that the injector and cartridge were not returned for evaluation.